Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (USA) alleging that her onetouch verioiq meter was reading high compared to her feelings and/or usual results, and also reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the call recording. The patient alleged that the accuracy issue began around 2:20pm on (B)(6) 2017 when she alleged obtaining blood glucose results of "276, 121 and 417mg/dl" using the subject device which she felt were elevated compared to how she was feeling. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. In a related complaint, the patient alleged obtaining erratic readings of "276, 121, 99, 77 and 417mg/dl" using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan's criteria for precision. The patient manages her diabetes using insulin (self-adjusts) and reportedly continued with her usual routine and took humalog insulin (dose not stated) in response to the readings around 300mg/dl obtained. The patient claimed that she experienced symptoms of "blurry vision, shaky and weak" (which she associates with low blood sugar) approximately 3 hours after the alleged issue began and stated that she self-treated by consuming candy. The patient confirmed that her blood glucose was measured using another device (her husband's onetouch ultra 2) on (B)(6) at 5:56pm with a reading of 121mg/dl. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient's testing procedure was correct and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.